Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead became extrinsically fractured due to a cut. The distal conductor of the lead developed a fracture due to flexing while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a carelink express transmission was performed due to the device emitting an audible alert. A lead integrity alert was noted. The right ventricular (rv) lead displayed noise and oversensing. Far field waves were observed. Lead trends were within expected range. There were non-sustained ventricular tachycardia and high rate episodes on the carelink transmission. A lead fracture was suspected. A magnet was applied to the device to withhold detection and therapy. Subsequently the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).